Event description:
It was reported that the sys displayed an error message and would not produce x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The system operates as intended.